Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the smartsite port on the drip chamber broke off while a nurse was trying to add a flush to the administration bag. There was no report of patient harm.